Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient in the lips with juvéderm® volbella¿ with lidocaine. The next day, patient noted there ¿was a little bit of swelling.¿ hcp recommended omcilon and celestamine as the physician thought it could be an inflammatory reaction to the filler. Patient is using the ointment in the middle of the lips where there is a reddish lesion which is friable and painful. Hcp "is thinking about using hyaluronidase and will prescribe antibiotics." The event has been resolved.